Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that impedances were run and contacts 8-15 were over 10,000. The contacts were noted to be over 10,000 on (B)(6) 2017 in nlink. Additional information was received from the rep on (B)(4) 2019. The rep reported that the right lead 8-15 was displaying 40,000 on every on except 15, all said do not use; 15 was greyed out and didn¿t give a number. The rep also reported that the left lead 0-7 were all 40,000 as well but all said okay to use. The rep didn¿t know the exact values for the impedance reading in nlink, but per another rep¿s notes ¿8-15 greater than 10,000; programmed around those.¿ the rep noted that the patient was getting good coverage with the left lead and that the patient and healthcare provider (hcp) were never told the 8-15 lead was out. No further complications were reported.